Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation findings component code investigation conclusions h11 it was reported by the customer that during intra aortic balloon therapy the linear 40cc iab had an abnormal catheter condition observed from the iab tip only the distal portion of the balloon had fully expanded during balloon inflation on the same day the console had generated an iab catheter restriction alarm followed by a gas loss in iab circuit alarm subsequently nursing staff observed blood reflux inside the catheter and notified the physician who then removed the catheter the clinical team at the user site suspected that the iab might have ruptured during use there was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. The customer provided a video showing that only the distal segment of the balloon expanded, rather than the full balloon length. This evidence confirms the reported failure mode of difficult/unable to inflate. However, because the product was not returned for analysis, the specific cause of the failure cannot be determined. Possible causes include a leak within the iab system or a significant kink that created a restriction and prevented complete balloon inflation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon therapy, the linear 40cc (iab) had an abnormal catheter condition observed. From the iab tip only the distal portion of the balloon had fully expanded during balloon inflation. On the same day, the console had generated an ¿iab catheter restriction¿ alarm, followed by a ¿gas loss in iab circuit¿ alarm. Subsequently, nursing staff observed blood reflux inside the catheter and notified the physician, who then removed the catheter.the clinical team at the user site suspected that the iab might have ruptured during use. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: h6 (medical device problem code)

Event description:
N/a